Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns therapy programming wand will not allow interrogation of vns patients' generators. Troubleshooting did not resolve the issue. Good faith attempts to obtain additional information have been unsuccessful to date.